Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the 3-way valve did not seal properly which caused the leak from the reagent probe b. The fse replaced the 3-way valve which resolved the issue. The system functioned properly without any system error or leaking issues detected. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was an error message indicating "cc cuvette not dry before first reagent dispense errors", and there was a leak which came from the reagent probe b on the unicel dxc 800 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.